Manufacturer narrative:
Add'l info received on april 30, 2015. A cause for this specific event cannot be ascertained from the info provided. Should additional- information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted.

Manufacturer narrative:
It was reported that during the kit inspection in hospital, employees found that the lot number and the barcode did not match on the label itself. In zimmer's system, the lot number was the same as on the barcode on the label this issue was detected at following ref-lot. Combinations: ref. 30.28.05 with lot no. 2794949 -> this combination does not exist in zimmer's system. Ref 30.28.05 with lot no. 2789479 -> this combination does not exist in zimmer's system. Technical investigation was not possible to be performed, as the device was not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Possible route causes: after clarification with the responsible people in (B)(6) we come to following conclusion: the wrong lot numbers on the labels were a transmission problem of the hospital fax machine. After looking at the original documents compared to the copies reported in this complaint, it could be clearly determined that the lot numbers on the labels got distorted by the fax machine which led to some wrong numbers resp. Unreadable numbers. Based on the given information and the results of the investigation, the complaint could not be confirmed as there is no product issue. The lot numbers on the labels got distorted by the fax machine. Therefore, it is a process issue in the hospital itself. The need for corrective measures is not indicated and zimmer (B)(4)considers this case as closed.

Event description:
It was reported that, during the kit inspection in hospital, employees found that the lot numbers and barcode did not match.

Manufacturer narrative:
The manufacturer did not receive devices for review. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).